Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-may-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported that a medical note from 2017 states "mechanical complications of neurostimulator electrode." Caller had no additional info about the "complication." No patient symptoms were reported. No further complications were reported/anticipated.